Manufacturer narrative:
Evaluation: on going.

Event description:
Country of complaint: (B)(6).it has been reported that the locking ring of a set screw came out of the screw head during placement in 2 out of 3 cases. The locking ring stuck to the driver or fell in situ. Individual case/occurrence information has not been received. Information is being requested, supplemental reports will be provided when information is received. Two medwatch reports have been filed based on the information provided. Medwatch report numbers are:3005673311-2016-00116,3005673311-2016-00117.